Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain/revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
Hip revision of stryker rejuvenate stem due to pseudo tumor and debilitating pain. Patient came to dr complaining of hip pain. An x-ray revealed a stryker rejuvenate stem with a pseudo tumor. The patient had high ion levels in the blood. During surgery a well fixed rejuvenate stem was noted with metal debris. After explanation a restoration stem was used as the replacement.